Event description:
A pt reported blood glucose results of 327 mg/dl, 307 mg/dl, and 601 mg/dl with a lifescan meter, performed iwthin 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Pt had been feeling nauseated and having chest pains and as though pt was in ketoacidosis. When pt called the physician, pt was asked to take insulin. No other treatment was sought. Further troubleshooting could not be performed since the pt did not have control solution.